Event description:
It was reported that, at the post implant follow up, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise during patient movements. Pocket manipulation was performed with noise present in the secondary and alternate vector. The cause was suspected to be attributed to an electrode to device header. The system was expected to be revised, however prior to the procedure, no noise was observed. The procedure was cancelled and the system will continue to be monitored. The device was checked with manipulation testing performed and no noise was able to be reproduced. No adverse patient effects were reported.